Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with antibiotics. The device was explanted (date unknown). It is unknown if the patient was re-implanted with another device.